Event description:
Rv (right ventricular) df4 ICD (implantable cardioverter defibrillator) electrode was implanted into the apex. However, the sleeve in the area of the axillary vein was lost. It lies stable and was left behind. This report reflects information received by FDA in the form of a notification per 803.22 (b)(2).